Manufacturer narrative:
Investigation results: a ship history review for the reported upn was performed for the reporting customer. Batches (498905), (474255) and (474744) were most recently shipped to the reporting facility in the 3-year period preceding the procedure date. There were no manufacturing deviations for any of the three batch numbers that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A risk review performed for an enroute tc neuroprotection system plus device confirmed that the event of ischemia stroke and low blood pressure/ hypotension are known events defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk of device". The lot number was also not provided to bsc. We made a good-faith effort to obtain this information. Because the lot number is unknown at this time, we are unable to provide the complete unique device identifier (UDI) and other specific product details. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an embolic stroke after the procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. Post procedure, during recovery, the patient blood pressure dropped to 69mmhg and remained hypotensive for approximately seven to ten minutes. The next day, the patient experienced left side symptoms and had a stroke. Imaging revealed new white lesions (nwl) in the right hemisphere, in the internal watershed zones and between the right anterior cerebral artery (aca) and middle cerebral artery (mca) territories. No intervention was performed and the stroke symptoms were resolved within four days.

Manufacturer narrative:
The lot number was also not provided to bsc. We made a good-faith effort to obtain this information. Because the lot number is unknown at this time, we are unable to provide the complete unique device identifier (UDI) and other specific product details. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an embolic stroke after the procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. Post procedure, during recovery, the patient blood pressure dropped to 69mmhg and remained hypotensive for approximately seven to ten minutes. The next day, the patient experienced left side symptoms and had a stroke. Imaging revealed new white lesions (nwl) in the right hemisphere, in the internal watershed zones and between the right anterior cerebral artery (aca) and middle cerebral artery (mca) territories. No intervention was performed and the stroke symptoms were resolved within four days.